Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# v498896, implanted: (B)(6) 2010, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported a healthcare professional (hcp) tried to remove the lead from the patient's sacrum and the lead broke and the hcp left part of the lead implanted. The rep noted the hcp tried to pull the lead from original point of entire and the lead broke. The lead will not be returned, the customer discarded. The symptoms are unknown; the rep stated the patient was scheduled for a full revision of their system. A new lead was placed and the issue was resolved at time of this report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.